Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported physical resistance during dilator removal. The reported difficult insertion into anatomy could not be replicated in a testing environment. The reported deformed sgc soft tip was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult insertion into anatomy is related to challenging patient anatomy (kinking of femoral vein, extreme constriction in the groin area). Causes for the reported physical resistance during dilator removal and soft tip deformation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, difficulty was encountered during advancement of steerable guide catheter(sgc) due to kinking of femoral vein and extreme constriction in the groin area. The sgc was removed from the anatomy. Post removal, a damage at sgc tip and soft tip was observed. A resistance was observed in movement between sgc tip and dilator. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.